Event description:
Caller reported that the customer's insulin pump is malfunctioning. Customer has had four lows. The paramedics have been called and he has been hospitalized. Customer has also had a seizure. Customer is not feeling well, the blood glucose reading is 52 mg/dl. Customer had treated with a tube of glucose. The paramedics has left the residence two hours ago. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.